Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following with bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. This issue is unrelated to the reported event. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot and no internal actions related to the complaint were found during the review. The temperature and impedance test was performed, and no temperature was displayed due to an open circuit on the tip area. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The instructions for use contain the following warning stated in the carto 3 system manual: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. In relation to the reddish material inside the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft. Twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Initially, it was reported that during the operation, there was no temperature displayed on the carto 3 system or generator. A second device was used to complete the operation. There was no adverse event reported on patient. The no temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 04-jun-2024, there was a reddish material and a hole on the pebax's surface. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 04-jun-2024.